Event description:
Nurse hung a potassium replacement on (B)(6) 2015 at 1906. During shift report, minutes later, it was noted that the 100ml potassium replacement, set at 25 ml/hr was empty. Additionally the nurse noted the primary bag to be fuller than previous. Both bags and tubings were removed and a new set-up was initiated. The original primary bag was sent to the lab and tested for potassium. The level was reported to be 81.9 mmol/l. The pump was sent to biomed for testing and was cleared: operating properly. Biomed investigation revealed that IV pump did not malfunction. Backflow valve problem suspected with tubing.